Event description:
A customer reported a malfunction with their device, displaying a malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer managed to reset the pump on their own and resolved the issue. Technical support intended to provide email instructions for a software update and planned to close the case, with no further actions required.